Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, factors that may contribute to deflation problems include, but are not limited to, contamination in the inflation lumen, deflation technique, contrast dilution, and inadequate connection to the inflation/deflation device. The adverse events and patient effects appear to be related to operational context of the procedure as it is likely the reported deflation issue caused the reported patient effect of ischemia. An attempt was made to remove the device; however, resistance was felt due to the reported deflation problems causing the reported difficulty to remove. Force was then used during removal resulting in the reported material separation with the patient effect of foreign body in patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a left main stem (lms) intervention, the nc trek rx balloon would not deflate and ischemia was noted, so it was pulled with force to remove it and the distal part of the device separated at the femoral sheath. The separated portion was left, partially inflated, in the iliac artery, with no related adverse sequela; however, the following day, the patient went into cardiogenic shock, reportedly unrelated to the device issue and died. Despite multiple attempts, no additional information will be provided.